Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly shuts down when moving the device. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device unexpectedly shuts down when moving the device. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Stryker replaced the device's power pcb as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.